Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) unopened pouches and (B)(4) needle. Analysis and results: there are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed there are no units in stock. Received (B)(4) closed samples and (B)(4) used needle. Performed tightness test to the samples received and the units are tight. Tested the needle attachment of the samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: complaint not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). The needle is detached form thread.